Event description:
The customer initially called to perform troubleshooting for an alarm on the insulin pump that occurred during priming. During the phone call the customer stated that she was hospitalized due to diabetic ketoacidosis a month prior to the phone call. The reported blood glucose reading was 788 mg/dl. The customer stated that she had a sinus infection and was unable to distinguish the diabetic ketoacidosis symptoms from the sinus infection symptoms, and that this caused her blood glucose to go excessively high. The customer did not call to perform troubleshooting for the high blood glucose at the time of the event.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor. Unable to perform any further testing due to the prime anomaly.